Manufacturer narrative:
Fdc now applies to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin broke off and that the ins was depleted. The patient noted that they have been in pain since the ins depleted. A new desktop charger was sent to the patient. No further complications were reported.